Event description:
It was reported that the customer experienced a high blood glucose of 543 mg/dl. It was found that the infusion set cannula was bent when a site change was performed. An hour later, the customer's blood glucose were coming down and later went back to normal. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).